Event description:
It was reported and learned from medical records that, a patient with a 23mm 3300tfx magna ease aortic valve underwent a valve-in-valve procedure after an implant duration of three (3) years, seven (7) months due to severe stenosis and calcification. The procedure was performed with a 23mm 9755rsl transcatheter valve successfully without complication. Patients was in stable condition post procedure. Per medical records, patient presented with severe aortic stenosis and high gradient 38mm hg. Imaging and examination revealed severe aortic stenosis with possible calcification. The patient underwent tavr in which 23mm 3300tfx magna ease aortic valve got replaced with a 23mm 9755rsl transcatheter valve. The patient tolerated the procedure well and post-procedural gradient 8-10 mmhg invasively. The patient got discharged pod#1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of three (3) years, seven (7) months due to calcification. The procedure was performed with a 23mm 9755rsl transcatheter valve successfully without complication. Patient was in stable condition post procedure.